Manufacturer narrative:
The astral device was returned to resmed an extensive engineering investigation was performed. Performance testing confirmed that the power supply unit (psu) was defective. Based on all available information and previous investigations of similar complaints, the investigation determined that the reported complaint was most likely due to physical damage to the psu cable assembly. The psu was replaced to address the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was defective. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was defective. There was no patient injury reported as a result of this incident.